Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection performed on the applicator and no issue was observed. Applicator had been fired, however, loose sharp was observed. Sensor pack (B)(6) has been returned and investigated. Visually inspected the sensor pack and no issues were observed. Lid was completely peeled off. The platform was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor plug is fully seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. No malfunction or product deficiency was identified. Therefore, issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "during sensor placement, the needle remained in the sensor and took of the needle themselves" with the abbott diabetes care (adc) device. In addition, the customer experienced pain. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "during sensor placement, the needle remained in the sensor and took of the needle themselves" with the abbott diabetes care (adc) device. In addition, the customer experienced pain. There was no report of death, serious injury, or mistreatment associated with this event.